Event description:
The manufacturer received information alleging the device failed the active exhalation test. There was no harm or injury reported. The device was not in patient use. The biomed replaced the three-way solenoid valve and proportional valve to address the issue.